Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating. Reportedly, the battery dropped from 95% to 75% then jumped back up to 100% after being disconnected from a power source. The customer's blood glucose level was approximately 160 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.